Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report a rash at the site of the adhesive on (B)(6) 2013. Patient saw an allergist for the rash on (B)(6) 2013. At the time of contact with dexcom technical support, patient's parent reported that patient was not wearing the sensor in order to allow the rash to heal.